Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 3rd september 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015 and that it had performed to specification up to (B)(6) 2016. The pad-pak was removed and re-installed on (B)(6) 2016. The device successfully performed the weekly auto self-tests up to (B)(6) 2016 when the pad-pak was removed. The pad-pak was re-installed on (B)(6) 2017 passing an auto self-test. The device was then power cycled on the three occasions all under one minute duration. The device successfully performed all self-tests up to (B)(6) 2017. The pad-pak was removed and re-installed on (B)(6) 2017 and was manually power cycled on two occasions both under one minute duration. The device was tested on the calibrated defibrillator analyser and delivered a test shock without fault. The investigation was unable to replicate, or find conclusive, evidence of the reported fault. The device performed to specification throughout testing at heartsine.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.